Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) is k061118.

Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) in (B)(6) 2012 alleging an error 2 message on his one touch ultra easy meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on (B)(6) 2012, at 9:25 am he obtained a 175 mg/dl and at 2:30pm he obtained a 159 mg/d on his ultraeasy meter. He then took his usual medication: metformin and glucon. At an unspecified time, the patient developed symptoms (dizziness and headache) 24 hours prior to the alleged issue with the meter. He does not recall the exact reading; however, he claimed that the reading was around 300 mg/dl. The day of the alleged issue, at an unspecified time and date, the patient attempted to test and obtained an error 2 message. He attempted to use his mother's meter; however, her meter was malfunctioning. He took an unspecified amount of medication. He then went to the hospital; however, does not recall the exact reading he had obtained in the ER. The patient was admitted in the hospital with hyperglycemia; however, does not recall the exact medication he was given. The patient was in the hospital for 48 hours. Per patient, the diagnosis was hyperglycemia and he claims that the issue with the meter forced him to take his medication without exactly knowing what his blood glucose reading was that led him to hyperglycemia. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the error 2 message he was unable to test, took an unspecified amount of medication and later went to the ER where he was treated for hyperglycemia.